Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: "when drawing this syringe, I noticed what appears to be piece of cardboard/dirt." Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number (B)(4). Product code bx301073. Lot number 2297482, 3143639. Product description universal anes.tray mrx.. Complaint description when drawing this syringe, I noticed what appears to be piece of cardboard/dirt. Sample availability no. Patient injury no. Should you have any more questions please let me know.

Event description:
Material#: 301073, lot#: 2297482,3143639. It was reported by the customer reported that when drawing this syringe, I noticed what appears to be piece of cardboard/dirt. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number (B)(4). Product code bx301073. Lot number 2297482, 3143639. Product description universal anes tray mrx. Complaint description when drawing this syringe, I noticed what appears to be piece of cardboard/dirt. Sample availability: no. Patient injury: no. Should you have any more questions please let me know.

Manufacturer narrative:
Two photos of a 3ml luer-lok syringe were received and evaluated. Both photos with one a close-up shows a loose syringe filled with an unknown fluid with an unknown brown particulate larger than level 4 in the non-fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path defect is associated with the bulk handling process. A device history record review was completed for provided lot number 2297482 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.